Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen and morphine. The indication for use was intractable spasticity. The patient was paraplegic and had severe muscle spasms. It was reported the pump "worked good" but it ended up infected. They had to take it out "two years ago" from (B)(6) 2016).

Event description:
Information received from a consumer reported the baclofen concentration was 2000 mcg/ml and the dose was 600.75 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.